Event description:
Per consumer, he is waiting on a replacement motor for his chair ((B)(4)) and the motors which he is still using on the chair are getting really hot and he stated that the right side motor is getting very hot and has burned him. User purchased chair in (B)(6) 2012. User said he is not currently using the chair as it totally quit working now. He said he touched the motor and burnt his finger but nothing bad enough to go to the doctor and it is fine now. Dealer is coming to inspect the chair on (B)(4) 2013 and attempt to perform necessary repairs.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Waiting for the chair to be returned for evaluation. The malfunction has not been confirmed.